Event description:
A refractive specialist reported an explant, which was done on (B)(6) 2012. The lens had been implanted in (B)(6) 2009 by a different hospital. The lens was de-centered with a haptic missing. The lens was replaced by the surgeon and there was no pt injury.

Manufacturer narrative:
The manufacturing record review was performed and showed no deviations. Review of the historical complaint data base revealed that no complaints from this lot number were received. Visual inspection of the intraocular lens (iol) revealed there was a haptic fracture, where part of the haptic remains which appears to have been cut off by a sharp edged instrument. The broken haptic indicates excessive force and/or handling took place at the time of customer handling. No evidence of damages caused by tooling used at the manufacturing plant could be identified. Prior to release to market the intraocular lens (iol) met all manufacturing specifications. All pertinent info available to abbott medical optics (amo) has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.